Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition; in addition a fully fired cartridge reload was received. The reload was noted to have the pan detached and the knife subassembly was returned loose inside the package. The pan was noted to be bent, however no conclusion could be reached as to how this damaged occurred. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The test reload was loaded and removed from the device without any difficulties. While no conclusion could be reached as to how the pan became dislodge from the cartridge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records

Event description:
It was reported that during an open closure of stoma, the cartridge pan came off from the cartridge when the cartridge was replaced after the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).